Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure involving the iliac and superficial femoral arteries via contralateral access, a flexor raabe guiding sheath separated upon removal of the device. An arteriotomy was performed, via an open procedure with general anesthesia and intubation, to remove the separated portion of the sheath. The patient's hospital stay was prolonged as a result. Additional information has been requested, but is unavailable at this time.

Event description:
Additional information was received 18aug2021. The vessels were very calcified. The patient is reportedly "okay". Upon return of the device, the hub was separated from the shaft and the shaft had separated and unraveled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, h6 (annex a, e). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure involving the iliac and superficial femoral arteries via contralateral access, a flexor raabe guiding sheath separated upon removal of the device. An arteriotomy was performed, via an open procedure with general anesthesia and intubation, to remove the separated portion of the sheath. The patient's hospital stay was prolonged as a result. The vessels were very calcified. The patient is reportedly "okay". Upon return of the device, the hub was separated from the shaft and the shaft had separated and unraveled. Investigation evaluation: reviews of the device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The customer returned the complaint device to cook for investigation. One used and damaged device was received. The hub was not present. Shaft appeared to have received excessive torque (the shaft was twisted near the separated section). Cook could not complete a review of the device history record as the lot number was not provided. Cook completed a review of the product dmr. A device master record (dmr) review was performed, and device drawings, specifications, manufacturing instructions, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following related to the reported failure mode: "warnings¿ ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿ ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿sheath removal¿ ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that it is possible that patient anatomy contributed to this incident as calcification was reported. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.